Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified data issue occurred. Data was evaluated and the allegation was confirmed as signal loss over one hour. The probable cause was determined to be no communication - gap in logs. The reported event of an unspecified data issue is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.